Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient developed a hematoma at the device implant site. The wound was cleaned and no additional intervention was performed. The hematoma subsequently resolved. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event. Additional information was received that the patient later complained of redness and heat near the device implant site. The patient was hospitalized and treated with antibiotics. Blood tests were normal and no further intervention was performed. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that the ICD and lead were explanted due to infection. The patient was enrolled in the refine ICD clinical study. No further patient complications have been reported as a result of this event.